Event description:
On (B)(6) 2013, the patient reported that she went to the hospital on (B)(6) 2013 with a blood glucose level of 960 mg/dl. Her normal level is 135 mg/dl. The patient stated that the device did not display any error messages before the elevated blood glucose level occurred. She stated that she was sick and her son called 911. Paramedics took her to the hospital and while in the ER her blood glucose level was 960 mg/dl. She was given and IV and injections of insulin. She was in the hospital for seven days. The patient stated that she had been under additional stress recently. She stated that her infusion device quit and did not provide her with insulin and that was the cause of her hospitalization. Her doctor stated that he did not know the cause of the elevated blood glucose level. Troubleshooting with the patient did not identify any issues with the product. The infusion device was replaced. The infusion device, insulin cartridge, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm function of the insulin pump was tested within the alarm function test on the diagnostic test system and meets the specifications.